Event description:
Information received on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 over heated. No patient adverse events reported.

Manufacturer narrative:
Additional information: d10, h6, h10. Additional information received 25 feb 2020 that there was no patient involvement. Device evaluation: one fluid warming level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with wear and tear damaged enclosure, tank cover, front cover, line cord, and pole assembly. According to the investigation, started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer's reported problem was confirmed. According to the investigation, faulty heater assembly caused the overheating and noisy pump and outdated pcb and power switch caused the reported problem. Service's replaced the faulty heater assembly, enclosure, tank cover, front cover, heater assembly, line cord, pole clamp, and reflux plug. Also upgraded the pcb, power switch. The problem source of the reported problem was faulty heater.